Manufacturer narrative:
Customer reported low pressure alarm on a compressor mini. A service engineer verified the issu and found both a hole on the tubing and that the power cable was damaged. The problem was solved by replacing the tube. The power cable was also replaced, but as the compressor started, the power cable worked during the event. Note. Compressor tubing is replaced when performing 10000 hour maintenance. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The root cause of the low pressure is the damaged air tube/pipe of the compressor. However, we do not know how this damage occurred. Therefore the root cause for the damaged tube could not be found.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).